Event description:
It was reported that the handheld computer would not go past the screen alignment. A hard reset and battery removal and replacement did not solve the reported issue. The suspect handheld computer was received by the manufacturer. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the software of the handheld was completed and it confirmed proper functionality of both devices. No anomalies were observed.